Event description:
The patient reportedly experienced intermittency. Testing showed that the patient's device was functioning. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The device failure was confirmed. The patient's device functionality is going under further investigation.